Event description:
It was reported to philips that the flexvision monitor intermittently blanked out during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 56" lcd monitor sl mk ii (cml5681w4) and returned the monitor to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).